Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient has had a shunt of some description their entire life. According to the report, the patient had a shunt infection when they were little that was painful, and they were miserable. Reportedly, they couldn't say specifically what brand, but they know it was not a programmable valve type.